Event description:
While performing anterior and posterior colporrhaphy, the surgeon, dr. (B)(6), noticed the capio slim suture device was not working. Upon examination, it was found to be broken. All together, 2 instruments were opened and neither functioned correctly.